Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, a bilateral flexible ureteroscopy was performed using a disposable flexible ureteroscope. During insertion, the cable on the equipment stopped deflecting and the surgery had to be suspended. Another piece of equipment was brought to the table, but the cable on that equipment also broke. This delayed the procedure and another piece of equipment had to be set up. On (B)(6) 2025, it was mentioned by the customer that the whole procedure had to be cancelled after the above-mentioned event. No death or (unanticipated) serious deterioration in state of health reported.